Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager fridge latch adhesive was found to have detached from the fridge door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.